Event description:
A 25 mm mitroflow lxa was implanted on (B)(6) 2010. On (B)(6) 2018, the valve was explanted due to critical aortic stenosis. Urgent surgery was required due to respiratory collapse.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa25, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa25 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer has not received the device for analysis, to date. Given the limited information provided, and the inability to perform a device investigation, the root cause of the event cannot be determined.